Manufacturer narrative:
The patient remains on support. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that a patient was implanted with an impella cp via percutaneous right femoral artery for mechanical circulatory support. Low flow on the impella cp prompted attempt and repositioning to help trouble shoot the patient's hemodynamics. After repositioning, there was minimal improvement in flow. It was unable to flow higher than p6 without suction alarms. Blood products were being infused. No obvious source of bleeding was reported. No hemolysis was noted. The pump flow issue resolve from the blood volume. Pump low flow surmised to be from the patients declining clinical status as well as potential tamponade physiology as seen on echocardiogram. There is no allegation that the pump was not functioning as it was supposed to. These measures were taken by the medical doctor team in order to optimize flow and hemodynamics. The procedure was successful with this device. The patient's outcome was stable.

Event description:
An impella cp device was inserted via the right femoral artery in a 76-year-old female patient presenting with postcardiotomy cardiogenic shock/low cardiac output syndrome (pccs/lcos). The patient had a history of prior CABG, known coronary artery disease, and diabetes mellitus. The patient¿s clinical state prior to initiation of support was identified as scai shock stage e. During support, low flow on the impella cp prompted attempts at repositioning to troubleshoot the patient¿s hemodynamics. Following repositioning, there was minimal improvement in flow, and the device was unable to achieve flows higher than p6 without suction alarms. Blood products were administered; however, no obvious source of bleeding was identified, and no hemolysis was noted. Persistent low flow was attributed to the patient¿s declining clinical condition and possible tamponade physiology as observed on echocardiography. There was no allegation that the pump was not functioning as intended, and all measures were undertaken by the clinical team to optimize flow and hemodynamics. Care was subsequently withdrawn, and the patient expired. The device will be conservatively reported for death; however, the death is most likely attributable to the patient¿s underlying critical clinical condition, as they presented in scai shock stage e.

Manufacturer narrative:
B2: added death and death date. B5: added clinical review. D6b: added death date. H1: corrected to death. H6: added f02.

Manufacturer narrative:
Corrected information was provided in b1 (is adverse event), b2 (is life threatening). Upon review, it was identified that it was inadvertently omitted from the previous report. Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d4 (serial, primary UDI number). Upon review, the section d primary UDI and serial number have now been updated. Corrected information was provided in e3 (initial reporter occupation). Upon review, it was identified that it was inadvertently submitted in error in the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the low pump flow could not be determined as no product or logs were returned to confirm suspected patient condition related cause of low flows per clinical details provided.